Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a thoracic aneurysm. It was reported that the patient was part of the valiant captivia study; however, the patient did not sign any consent from before the patient expired; therefore, no information is available regarding the cause of death.

Manufacturer narrative:
(B)(4).